Event description:
Complainant alleged that while attempting to cardiovert a pt, the device failed to deliver energy. Complainant indicated that they were able to discharge energy, however function was intermittent. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.